Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had a dark image. The issue was found during service and maintenance. There were no reports of patient involvement.